Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not turn on ac and dc power. Physio replaced the system and memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not turn on ac and dc power. There was no report of pt involvement with the incident.